Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was cellulitis near the pump site and that the cause was unknown, but possible related to the pump refill. Antibiotics were given to resolve the infection. The infection was resolved with 0 complications. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving morphine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient was admitted to the hospital in (B)(6) due to an infection at their pump site. The patient had a refill on (B)(6) 2018. The patient reported they were diagnosed with encephalitis and spent several days in the hospital. The patient also reported that they had some urinary retention problems after the implant and on/off for the following months after. The patient reported having a urinary catheter for 3 weeks. The healthcare professional decreased the dose of morphine in the patient's pump, and was then able to urinate. The patient would be switched over to dilaudid. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.